Manufacturer narrative:
Additional information received on november 12, 2024, indicated that the patient surgery rescheduled for (B)(6) 2024. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast augmentation with a mentor smooth round high profile, 420cc saline prosthesis experienced right sided deflation postoperative. The in-office examination diagnosed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on november 11, 2024 indicated that the patient underwent removal on (B)(6) 2024. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 19, 2025: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and material evaluation of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 420cc breast implant was found to have some white particles inside the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Additional investigation was performed to identify the chemical composition of the white particles. Overall, infrared spectroscopy revealed that unknown white particles found inside the implant were possibly a salt. The extracted particle displayed an inorganic nature, showing peaks associated to the presence of polymeric methacrylate and quartz powder. However, the source of the origin of white particles remains unknown. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 20, 2024, indicated that post operation showed both implants were intact. The patient underwent bilateral pocket adjustment and bilateral replacement as follow: l) ref: (B)(4) and sn: (B)(6). R) ref: (B)(4) and sn: (B)(6). Pc anisomastia and pec deflation (post-implant) were removed from ip. Pc no signs, symptoms was added to ip. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 3, 2024, sales rep called in advising he has the ip to return. He mentioned the md did not deflate the implant due to floating flake substance floating . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).